Event description:
It was reported that a patient's spinous process broke post-operatively. Subsequently, sp-fix implant has migrated. This event occurred in germany.

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a patient's spinous process broke post-operatively. Subsequently, sp-fix implant has migrated. This event occurred in germany.

Manufacturer narrative:
The peek barrel was returned, connected to two plates. Additional information provided that the surgeon believes he may have used a barrel too large for the patient's anatomy. It is possible that the used of incorrect barrel size in conjunction with poor bone quality may have caused the spinous to break off.